Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The severely tortuous and moderately calcified target lesion was located in the superficial femoral artery. A 4.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.